Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Tandem technical support (cts) guided the customer through successfully loading a new cartridge onto the pump. Additionally, it was reported an occlusion alarm occurred during bolus delivery. The customer performed a cartridge change to address the occlusion alarm. Cts educated the customer in regards to occlusion alarms. The customer's blood glucose level was not impacted.